Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was oversensing on the right ventricular lead and the patient experienced a non-sustained tachycardia episode. The device was reprogrammed to adjust lead sensitivity and the lead remains in use. No further patient complications were reported as a result of this event.